Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A data scientist reported an event for auryon atherectomy catheter 1.5 mm - hydrophilic coated. Potential drug versus thromboembolic event from atherectomy/angioplasty maneuvers. Treated with tpa and balloon maceration. Flow limiting dissection in p2 noted on angiogram after treating distal embolism. Treated with pta and repeat dcb.